Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder stones and painful urination. Concurrent conditions included drug allergy (-allergy is itching), urine flow decreased, miction frequency decreased, urinary tract disorder, flank pain and ovarian cyst (other ovarian cyst, right side). Concomitant products included norethisterone acetate (norethindrone acetate). In 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia,apareunia (inability to have sexual intercourse)"), vaginal infection ("vaginal infection,infection (bladder/urinary tract/vaginal)"), fatigue ("fatigue"), migraine ("migraine,migraines / headaches,"), nausea ("nausea"), pelvic pain ("pain pelvic, pain") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),dysmenorrhea (cramping"), cystitis ("bladder infection"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy with ablation and ablation). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, female sexual dysfunction, fatigue, migraine, nausea, abdominal pain, allergy to metals and abdominal pain upper outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection, cystitis, pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2009 and (B)(6)2011) and removal date (B)(6)2018 and (B)(6)2018). The plaintiff received treatment for pain- dysmenorrhea (cramping), pelvic pain, abdominal pain, apareunia, dyspareunia, menorrhagia, bladder infection, urinary infection, fatigue, migraine, and nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: right occlusion only. Imaging procedure - on (B)(6)2012: essure confirmation test (unspecified) showed bilateral occlusion. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- fallopian tube perforation. Most recent follow-up information incorporated above includes: on 17-oct-2019: plaintiff fact sheet and mr received. New events added- abnormal bleeding(vaginal), nickel allergy and stomach pain. Patient demographic details, patient relevant information and concomitant medication added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), pelvic pain ("pain pelvic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) and oophorectomy (bilateral)). Essure was removed on unknown date. At the time of the report, the fallopian tube perforation, female sexual dysfunction, fatigue, migraine, nausea, pelvic pain and abdominal pain outcome was unknown and the dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection and cystitis had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2009 and (B)(6) 2011) and removal date ((B)(6) 2018). The plaintiff received treatment for pain- dysmenorrhea (cramping), pelvic pain, abdominal pain, apareunia, dyspareunia, menorrhagia, bladder infection, urinary infection, fatigue, migraine, and nausea. The removal was recommended by her treating physician. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: right occlusion only. Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received - reporter's information was updated and a new reporter was added. Lab data was added and essure insertion and removal dates were updated. Furthermore, the events pelvic pain, abdominal pain, and fallopian tube perforation were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection"), fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, female sexual dysfunction and cystitis had resolved and the fatigue, migraine and nausea outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea and vaginal infection to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder/urinary problems: bladder infect, vag infect, fatigue, migraine, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event of injury nos was replaced with dysmenorrhea. New events added - apareunia, dyspareunia, menorrhagia, bladder infection ,vaginal infection, fatigue, migraine, and nausea. Lab test was added. Lawyer was added as an additional reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.